Event description:
During an ercp procedure, the physical used a wilson-cook tracer metro direct wire guide and a cannulatome ii pc double lumen sphincterotome to cannulate. The reporter indicated that cannulation was difficult. When the wire guide was being removed from the accessory device, the wire guide coating separated near the distal end, but did not detach. An injury to the patient was not reported. Evaluation: out evaluation of the returned device confirmed the report as it was described. The coating of the wire guide has separated near the distal end, but did not detach, rendering the device inoperable. The wire guide was returned inside the sphincterotome accessory device. The returned racetrack was wet, which is evidence the wire guide was likely flushed prior to use. Conclusions: company were unable to conclusively determine a cause for this observation because the actual use conditions could no the duplicated in the laboratory setting. However, company can provide the following comments: additional information provided with this report indicates difficulty was experience during cannulation. Company can report that resistance in transversing a difficult stricture could have contributed to this obervation. Additional information provided with the report indicated the physician used the correct flushing techniques. The instructions for use for this product line instruct the user ot flush the wire guide prior to removal from the wire guide holder and before each exchange. This activity will aid in optimal performance of the hydrophilic-coated wire guide. Failure to flush the wire guide before removal form the holder and between each exchange can result in damage to the device, such as wire guide coating separation. It has been out experience that general movement of the wire guide will not cause this occurrence. If pressure is applied to the accessory device(s) while removing the wire guide, this may cause the coating to split. Corrective actions: no corrective action warranted at this time because this incident may be use and/of procedure related. Prior to distributed, all tracer metro wire guides are subjected to a visual inspection to ensure device integrity.